Event description:
Patient has a dentate line of sclerosis at 3 months on a left knee. He is asymptomatic.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding an asymptomatic patient with a radiolucency involving an unknown tritanium baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: the provided x-ray was submitted to a consulting clinician who deemed it insufficient for a medical review. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
Patient has a dentate line of sclerosis at 3 months on a left knee. He is asymptomatic.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown triathlon tritanium tibial component. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding an asymptomatic patient with dentate lines involving a tritanium baseplate was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as no items were returned. -medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: "based on current findings it is not possible to establish a firm root cause of failure for this case of early tritanium baseplate fixation problem although there is no evidence for a device-related problem." -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the exact root cause could not be determined because insufficient medical information was provided. Operative reports, progress notes, and clinical history are needed. If additional information is received, this investigation will be reopened and re-evaluated.

Event description:
Patient has a dentate line of sclerosis at 3 months on a left knee. He is asymptomatic.